Manufacturer narrative:
Based on the post-market surveillance data and information gathered in the course of investigation, the most likely cause of the reported unintended bed movement is the comprehensive attendant control panel (acp) failure. Following the device inspection results, the upper right button of the acp on the enterprise 9000x bed was defective. The arjo technician replaced defective top rail controls on the acp and the bed was working as intended. The cause of the button failure was not established during the bed¿s inspection, however the arjo service technician noticed that the faulty button had signs of wear and was circled by the customer. To sum up, the bed did not meet its performance specifications due to faulty comprehensive attendant control panel. There was no patient involvement when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Event description:
Arjo was informed about the incident involving the enterprise 9000x bed. The customer requested arjo for service regarding the faulty enterprise 9000x bed and during the device inspection performed by an arjo service technician it was found that the upper right button of the control panel on the enterprise 9000x was defective and when pressed, it jammed and the bed was raising. There was no indication of patient involvement. No injuries were reported.